Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 38:309:975:0002. It is unknown when this event occurred. The pump was reported to have come from sterile processing but it is not known where the failure occurred. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. (User interface module master software version is 5.04.00 - unremediated)

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a failure code 38:309:975:0002 and determined the root cause to be a software failure. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).